Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the t2 of the fast fix 360 did not deployed, resulting in suture failure. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected information in h6 (investigation findings, conclusions & component code). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator cycled to the tip, returning to the pre-t2 position, then cycled the t2 off the needle, and continued to cycle as intended. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.